Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient reported patient line is blocked message during fill 1. Patient had filled 0/2200ml. Patient stated that the blue pin inside the stay safe connector was crooked. Patient stated that the plunger on the stay safe connector was not pushed in. Patient stated that when fill 1 began, the pd fluid had forced the plunger out and fluid started to leak out of the stay safe connector. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed the reported issues was resolved without any medical intervention. The patient was administered prophylactic antibiotics as precaution. The patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.